Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging a delayed response when pressing the ok button on the patient's onetouch ping meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient manages her diabetes with insulin pump therapy. Due to the alleged issue, the reporter alleged the patient could not confirm if she administered her bolus and skipped taking it at that time. An hour later, the reporter claimed the patient felt a symptom of thirsty. The reporter denied the patient received medical treatment. There was no indication of misuse and the reporter confirmed it was an intermittent issue. Replacement products were sent to the patient. Based on the information provided at this time, it is not clear how the ok button issue can lead to the patient's symptom. The patient would have still been able to obtain an actionable result on the subject meter. Thus, the linkage between the reported product issue and alleged injury by the patient remains unclear. Despite repeated attempts, the patient/ reporter could not be contacted for further information. However, this complaint is being reported because, the patient allegedly developed a symptom suggestive of a serious injury after the alleged issue occurred.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The test strips were also returned; however, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.